Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch# (B)(4) that guide wire tip detachment occurred. A non-bsc wire was placed into the posterior descending artery (pda) and a pt2 guide wire was advanced into the posterior left ventricular (plv) branch where there was an occluded previous stent in the mid-vessel. The stent was initially attempted to be crossed with the wire; however, lack of backup support was an issue and a 2.0x15 emerge balloon catheter was then advanced to the proximal portion of the vessel in the plv branch to give further support when trying to cross the occluded stent. The wire was briefly knuckled and was unsuccessfully advanced through the occluded stent. The wire was then used again to probe to see if a channel could be obtained through the occluded stent. The tip of the wire appeared to be fixed and with continued torqueing on the wire, approximately 10 mm of the wire tip became dislodged from the shaft of the wire and was retained at the previous occluded stent. The dislodged tip was not removed as the risk of retrieving the tip was greater than leaving it in place. The remaining wire was then removed and the procedure completed. No patient complications were reported and the patient was discharged. Lifetime dual-antiplatelet therapy was recommended.